Manufacturer narrative:
The recipient's device was explanted. The recipient was reimplanted with another advanced bionics cochlear device. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The patient is reportedly experiencing intermittent lock. Programming adjustments were made, and external equipment was exchanged, however, the issue did not resolve. Revision surgery is scheduled.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed sliced silicone overmold on the top and bottom covers, as well as cuts in the electrode. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock could only be obtained at certain spacing. The device passed the electrical tests performed. The device failed the residual gas analysis test. This device has moisture that exceeded the residual gas analysis test limit. Based on the residual gas analysis data, is it determined that his device was non-hermetic. Corrective actions were implemented. This version of the hires 90k device is no longer distributed. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.